Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to oversensing caused by lead dislodgement. Lead was explanted and replaced. Patient was stable post-procedure.